Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 536mg/dl, and then it dropped to 480 mg/dl after being treated. It was stated that the insulin pump had unresponsive buttons and it alarmed no delivery. The customer symptoms were nausea, vomiting, dry mouth, and tightness in his chest. Also, it was stated that when the customer attempted to prime and the device was acting as if the active button was pressed. No further information was provided.